Event description:
It was reported that the patient had a small tear to the distal silicone near the external driveline connection to the controller. A clamshell repair kit was installed on (B)(6) 2024. No further issues were reported after the clamshell was installed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event was confirmed by an onsite abbott representative, as well as through the image provided by the account. A specific cause for the damage could not be conclusively established through this evaluation. The submitted photograph captured a small tear in the distal end driveline bend relief near the metal controller connector. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further complaints reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also available. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account indicated that no alarms were associated with the event, and the patient did not experience any symptoms related to the driveline damage. The patient was reportedly at home doing well.